Event description:
The reporter indicated the surgeon inserted a cc4204a collamer aspheric single piece lens and the haptic disrupted the fornex of the capsule. The lens was removed. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4): evaluation: method - work order search, device history record review. Results - a lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was reddish residue on the lens surface. Both sides of the lens optic and haptics were checked for rough/sharp edges and were found to be acceptable. Conclusions - based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root causes of the event may be surgeon technique or patient related issues. (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - a capsule tear is likely secondary to surgical manipulation by the surgeon rather than the lens itself, however, it remains unclear whether the product caused or contributed to this event. (B)(4).